Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was analyzed and was deactivated due to end of life. Appropriate term / code not available was use as patient code due to there was no patient involvement.

Event description:
It was reported that this programmer started smoking. The programmer was returned and was deactivated due to end of life (eol). There was no patient involvement reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this programmer started smoking. The programmer was returned. There was no patient involvement reported.